Manufacturer narrative:
The failure investigation has been completed and the alleged unresponsive touchscreen issue could not be verified. Based on the analysis, the alleged cartridge alarm issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that an unspecified cartridge alarm occurred. Customer's blood glucose level was 358 mg/dl. Customer declined follow-up from tandem technical support regarding if back-up therapy was obtained.